Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a MRI procedure, a longevity anomaly was observed. The issue was resolved after interrogating the device. The patient was in stable condition.